Event description:
Customer called to report a drive tube leak during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a leak, noticed after hearing a noise during buffy collection. Customer believes it was the drive-tube to break but she is not sure since she could not see clearly in the chamber due to the presence of blood. Customer aborted the procedure and re-started treatment on another instrument with another kit, since pt was feeling fine. Estimated blood loss 400ml. Service order # (B)(4) was dispatched to service serial number (B)(4). Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot b123 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one additional complaints for drive tube leak was reported to date for this lot. No trends detected. Service order (B)(4) completed on: (B)(4) 2013. Service engineer replaced 2 drive tube bearing clips and drive tube clamp assembly and centrifuge leak detect strip; cleaned the machine, carried out checkout ot procedure, which returned machine to regular operation. All documentation was given to customer. The assessment is based on info available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint can not be determine based solely on the info provided by the customer. (B)(4).